Event description:
It was reported that a right ventricular (rv) lead was surgically abandoned due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that a right ventricular (rv) lead was surgically abandoned due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating lead was surgically abandoned due to failure to capture and impedance of 3000 ohms. Per customer, the lead was fractured. There were no adverse patient effects.